Manufacturer narrative:
The device was returned, and the evaluation found .should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center¿s all light-emitting diode(leds) of the front panel was continuously glowing and equipment was not booting up sometimes intermittently and also had an error code( e337 )on the monitor . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that phenomenon all leds of front panel are continuously glowing, and equipment is not booting up sometimes intermittently occurs due to a failure of the main board. Also, the phenomenon occurs due to a failure of the fan. Olympus will continue to monitor field performance for this device.